Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received some type of constant tone and some type of error as well as black box on the screen. The customer¿s blood glucose was 138 mg/dl. Customer also reported that there were fluid under the liquid crystal display. Troubleshooting was performed for moisture exposure. Customer was advised to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.